Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 12.7 cm. External insulation abrasion due to friction to another device or feature of the heart was noted breaching the outer insulation and exposing the outer coil at 5.5cm to 5.9cm and 6.4cm to 6.9cm from the cut end of the outer insulation.

Event description:
This report is to advise of an event observed during analysis.